Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint #: (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: at the closing of a microwave ablation procedure, before closing the patient, the treating physician noticed flecks of material inside of the patient. Upon closer examination, it was determined the foreign material were flecks of coating material from the applicator shaft. The physician removed the coating material and reatined the flecks for examination. There was no reported harm or injury to the patient due to this event. The reported defective device has been returned to the manufacturer for evaluation. A device evaluation and root cause determination is in process.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i intermediate applicator. A visual examination of the device noted evidence of the coating peeling off the shaft. The reported complaint description of the coating peeling off the applicator is confirmed. Although the complaint description is confirmed, a root cause for the event cannot be determined. There have only been two complaints reported with this defect. Both incidents occurred at the same facility. Although a root cause cannot be determined, this does not appear to be a result of any manufacturing errors. Both these incidents are considered isolated. A review of the device history records was performed for the reported packaging lot and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number contains a statement at 3.8.5: "before commencing the next insertion and coagulation inspect the applicator for any damage. Ensure the tip is straight and the biocompatible coating is not compromised. If any damage is observed the applicator should be discarded and replaced with a new applicator. If the applicator is undamaged then it may be reinserted and re-energised." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).